Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot numbers of the device involved is unknown. The device history report was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a knee arthroplasty, the patient's tibial bearing was revised due to infection caused by wound dehiscence sustained from a fall that occurred two weeks post-operatively. The patient was stable on oral chronic suppressive antibiotics. Attempts have been made and additional information on the reported event is unavailable.